Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the insulin pump's keypad. The buttons were not responding after a new battery was inserted. The customer received a button error alarm. His blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was not returned. Nothing further to report.

Event description:
Customer's wife reported that the buttons on the insulin pump did not work and that the insulin pump alarmed for a button error. She stated that the insulin pump was given to him by another customer. She declined to go through the donation process as the insulin pump was not working. Nothing further was reported.

Manufacturer narrative:
This information is provided to include additional details about the event.